Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported malfunction. The customer reported to have conducted final testing.